Event description:
Healthcare professional reported no complaint against left device, then later rupture discovered during explant surgery. The device has been replaced.

Manufacturer narrative:
Clarification to b3: date of occurrence (B)(6) 2023. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: rupture: observed opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.